Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular exhibited high capture threshold. The impedance value had been gradually increasing since (B)(6) 2019 and was out of range via merlin transmissions. The lead was capped and replaced on (B)(6) 2020. There was no patient consequences.